Event description:
"An embolectomy catheter #3 was introduced into the anterior tibial artery. As the surgeon tried to pull the catheter out, the spring on the catheter tip came undone, and the balloon tip came off, resulting in retained foreign object inside vessel. Fluoroscopic imaging showed the retained balloon, however, the spring was not visible. It was believed that the tip was retrieved and went into the suction canister. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.)"

Manufacturer narrative:
Product has not been returned to the manufacturer. If returned, product will be evaluated and report resubmitted. MFR will continue to make efforts to contact reporter to obtain more information.